Event description:
Customer report of sparks being emitted from the back of a dock. No adverse event occurred. The device was returned to the manufacturer. The manufacturer has confirmed that the device malfunctioned. Information reported by user is being reported as required by 21 cfr 803.